Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had a critical pump error and insulin pump was damaged. The blood glucose level was 252 mg/dl. The customer reported that they were unable to clear the alarms. The troubleshooting was performed for critical pump error. The customer declined the troubleshooting for damage. The customer was advised that the insulin pump will need to be replaced and discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm is found in the downloaded history files due to force sensor zero offset out of spec. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was also received with case cracked behind the pump near the battery compartment.